Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the act button is not really working on her pump. Customer stated there is a crack near the top of the battery cap. Customer was at the beach with her boys and had the pump under her armpit. Customer realized when she went to eat she was not getting insulin. Customer's blood glucose was 107 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer also mentioned 2 days prior to this event, her blood glucose was very high. Customer stated that her blood glucose was between 300 and 400 mg/dl. Customer stated that it didn't matter how much insulin she took. Customer had to take a manual injection to treat.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratched lcd window and cracked battery tube threads.